Event description:
It was reported that the patient had an "accident" (date unknown), after which he no longer felt paresthesia. On (B)(6) 2012, during a reprogramming session, the physician found several impedances to be greater than 4000 ohms. The patient was reprogrammed around these electrodes but on (B)(6) 2012, the patient again complained of lack of paresthesia. X-rays were performed and did not reveal any visible fractures. The patient had revision surgery on (B)(6) 2012 where pre-op and intra-op impedances were found to be greater than 4000 ohms on electrodes 2 and 3. The lead was replaced and impedance checks came back normal. The patient was able to achieve 100% paresthesia coverage. It was noted that there was clear damage to the explanted lead's insolation. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of lead model 3487a showed that the conductor coils were stretched and the outer insulation broken at the butt joint adjacent to the #0 connector. The conductor coils were crushed and the outer insulation was breached in multiple other locations. The outer insulation was pinched at the suspected location of a suture over the small end of the boot. Circuits #2 and #3 were found to be open and there was a short between #0 and #1, where the conductor coils were crushed 10.9 cm from the distal end of the lead.

Manufacturer narrative:
Extension model 7489-51 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; lead model 3487a-28 lot# 0204096136 implanted: (B)(6) 2011 explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional information was received that reported analysis of the lead model 3487 showed the conductor breaks had the appearance of a fatigue-type fracture rather than an overstress fracture that would occur in an accident. It is possible the accident could have contributed to the final break of the wires, though it is likely they were already weakened from fatigue before the accident.